Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose level 34 mg/dl. Customer stated that the reservoir compartment was cracked and lot's of insulin was delivered. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.